Event description:
It was reported, by the cardiopulmonary dept, that the tubing is cracked and leaks. "The part that has a built in stopcock on one end and a male end at the other end; the part where the tubing is heat sealed into the stopcock is where the problem is." As a result of the crack/leak the tubing was exchanged and the iab therapy was continued. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.